Manufacturer narrative:
Addendum for additional information received: the device will not be returned for analysis as it was discarded.

Manufacturer narrative:
During an unknown procedure, a smart control stent (iliac 10x60) was inserted using a contralateral approach, however; there was strong resistance felt when it was inserted into the entry of the non-cordis guiding sheath. There were no reported patient injuries. There was difficulty while it advanced, so it was removed from the patient. It was noted that the outer sheath was frayed. Therefore, it was replaced with a new smart stent and the procedure was completed. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17727943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿ stent delivery system (sds)-ses resistance/friction-outer sheath - in patient¿ and ¿outer sheath frayed/split/torn-in patient¿ could not be confirmed as the device was not returned for analysis and procedural/device films were not received. It is difficult to draw a clinical conclusion between the device and the reported event. Patient and procedural factors, such as the difficulty encountered while advancing the device into the sheath, may have contributed to the reported events. As per the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. The phr review does not suggest that the reported events could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a smart control stent iliac 10x60 was inserted using a contralateral approach, however; there was strong resistance felt when it was inserted into the entry of the non-cordis guiding sheath. There were no reported patient injuries. There was difficulty while it advanced, so it was removed from the patient. It was confirmed that the outer sheath was frayed. Therefore, it was replaced with a new smart stent and the procedure was completed. Additional procedural details were requested but are unknown.